Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging leaking cartridges. As a result of the alleged issue, the reporter claimed that the patient's blood glucose (bg) levels have reached the "400-500 mg/dl" range. Within the previous 6 months, the reporter claimed that the patient developed ketones twice because of the leaking cartridge issue. The reporter denied that the patient received medical intervention due to the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hyperglycemia due to a leaking cartridge issue.